Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited farfield oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Technical services (ts) reviewed the data and recommended programming options. This ICD system remains in service and no adverse patient effects were reported.